Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sigmoidectomy, an error sound was heard in about 1 hour and the device became not to be activated. The blade was broken off outside the patient when the device was removed from the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device did not contact with a metal or something hard. One device will be returning.